Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our german affiliate, during unpacking in the operating room a damage of an esheath sterile package was observed. There was a crack on the white paper. The device was not used and will be returned. The devices are stored in original brown boxes (kit packing) and the kit with components are unpacked immediately prior to a tavi procedure.

Manufacturer narrative:
The esheath pouch was returned to edwards for evaluation. Visual inspection revealed the following: pouch was punctured near the chevron area, and a tear on tyvek paper approximately 25mm in length near the chevron area. There were no other visual abnormalities observed. A photo was provided and revealed that that the pouch was damaged. Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing, the pouch, shelf box, and shipper box are 100% inspected for damage. Per procedure, during product packaging inspection the packaging and seal are visually inspected for damage to the pouch and discoloration and damage of the shelf box and shipper box. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this reported event. A lot history was performed and revealed no other complaints relating to the reported event. A review of complaint history from (B)(6) 2019 to (B)(6) 2020 revealed one additional returned complaint for the esheath for the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that the event is relating to packaging were likely due to improper handling during shipping and occurred outside edwards control. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limit for all the trend categories. The IFU and device preparation manual were reviewed for instructions and guidance regarding device preparation and usage. The device preparation manual was reviewed for instructions on sheath introducer set preparation. Unpack edwards esheath introducer set and visually inspect for damage and note take care not to bend, pinch, or flatten when unpacking and handling. Do not use if packaging or any components are not sterile, have been opened or are damaged (i.e. Kinked or stretched). In addition, visually inspect device components for damage. No IFU or training manual inadequacies were identified. The complaint was confirmed based on visual inspection of returned device. A review of DHR, lot history, and complaint history revealed that there is no evidence to support a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supports that packaging has proper inspections in place to detect issues related to the reported events. In this case, the damage was found after the customer opened and removed the device from the pouch. The damage may have been introduced during pouch opening and/ or the device removal process on the field. It is also possible that the damage was introduced during packaging at the manufacturer site. As the timing for the pouch damaged is unknown, a manufacturing nonconformance was not confirmed. A conclusive root cause is unknown, however in response to the possible manufacturing non-conformance, an awareness communication was performed as a precautionary measure. No labeling/IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate for the trend category did not exceed (B)(6) 2020 control limits for the applicable trend category. Therefore, neither CAPA, nor pra is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.